Event description:
Device 3 of 3. Reference MFR report:1627487-2019-03437. Reference MFR report:3006705815-2019-00979. Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report:1627487-2019-03437. Reference MFR report:3006705815-2019-00979. It was reported that patient experienced discomfort and ipg migration towards the midline. It was later confirmed via x-rays. Reportedly, the ipg appeared to have been migrating and twisting in the pocket, thus pulling the leads to break free from the anchors. Surgical intervention is pending to address the issue.